Manufacturer narrative:
The device was received fully deployed with the slide insert visible in the top housing window. The download data shows that the device delivered 3553 pulses with no timeouts or drive stalls and completed multiple boluses. The needle mechanism was reset to the not deployed position and the device functioned as intended during manual deployment. Inspection of the device found no damages or defects that would cause a needle mechanism failure. The soft cannula was observed to be torn and shortened. The timing and cause of this damage is unknown.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was not worn.